Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019 (104 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection is indicative of an air-side membrane defect. A detailed investigation report will be provided as soon as available.

Event description:
Berlin heart inc. Was informed via hotline about the replacement of an excor blood pump of a patient supported in the lvad configuration. The clinic noted that the blood pump was not ejecting completely. Neither an adjustment of the ikus parameters nor changing the ikus driving unit improved the situation. The affected blood pump was exchanged by trained professionals at the clinic. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
The customer complaint was confirmed. During initial visual examination of the returned blood pump, an air cushion was detected between the membrane layers. The pump was then disassembled for further testing and the membrane layers were individually tested. Leaks were detected in the air-side layer located along the rolling radius of the stabilization ring. Furthermore,a few graphite agglomerates were detected between the membrane interstices. The middle and blood-side layer of the triple-layer membrane was found to be intact. At the time of investigation, the thickness of the individual layers at all the fixed locations and also at the region of the defects was found to be within specification. The cause of the defect was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).